Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Visual inspection found external insulation abrasion at the proximal region breaching the outer insulation and exposing the outer coil. The damage was consistent with friction to the device can. No other anomalies were found.